Event description:
(B)(4). Initial report rec'd on (B)(6) 2007 from a consumer for herself. (B)(4). An unidentified female pt with unspecified relevant history rec'd once injection of poly-l-lactic acid (new-fill) in 2003 (batch number unspecified) by plastic surgeon. No concomitant medications, if any, was reported. In the end of 2004, the pt experienced granuloma. Treatment with injection of poly-l-lactic acid (new-fill) was stopped. Consultation with dermatologist was planned. Outcome was ongoing at the time of the report. No further info was provided.